Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. No additional characteristics were identified that might have contributes to the reported loss of capture or cardiac perforation.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and was found to have perforated the heart wall. The physician attempted to revise the lead, but experienced difficulty re-extending the helix after retraction. The rv lead was instead explanted and replaced. No additional adverse patient effects were reported.